Event description:
It was reported to kendall in 04/01 that on two separate occasions two different nurses had experienced needlesticks as a result of picking up used safety lancets which had not retracted. One incident in 03/01, and the other one in 3/01 also.